Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump made grinding noise during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm, drive/motor anomaly, rewind anomaly or unexpected motor grinding noise noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for nine days. No unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. No cracked display window or cracked lcd glass noted. Device had minor scratched display window, scratched case, scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker. The motor was tested outside of the device and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).